Event description:
The customer reported that he was hospitalized due to low blood glucose levels some time last year. The customer's blood glucose reading was 20 mg/dl. The customer didn't remember much, but the doctor stated that the customer may have programmed too much insulin or the insulin pump may have over delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.